Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient complained of an increase in pain. The hcp accessed the cap (catheter access port) on (B)(6) 2022 and was not able to aspirate csf (cerebrospinal fluid). The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a big spinal surgery a few months ago (exact date unknown) and it was unknown if anything happened to the catheter during that procedure. The patient was scheduled for a catheter revision/replacement procedure on (B)(6) 2022 and it was noted that the pump would likely be replaced at that time due to proximity to eri (elective replacement indicator). There was no issue reported with the pump. The catheter issue was not resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event.